Manufacturer narrative:
The customer reported that the central nurse's station (cns) froze. The images were locked on the screen with no mouse control or keyboard response. Biomedical engineer (bme) was asked to perform a hard reset. Upon doing so, the fan did not turn on right away. The customer noted that the fans were not working properly which has been causing the processor to overheat. The bme checked the fans and they appeared to be clean. Customer sent in the device for evaluation. The unit was cleaned and decontaminated. The repair center found a significant amount of dust and debris. After cleaning the unit, it no longer had a freezing issue.

Manufacturer narrative:
The customer reported that the central nurses station (cns)froze. The images were locked on the screen with no mouse control or keyboard response. Biomedical engineer was asked to perform a hard reset. Upon doing so, the fan did not turn on right away. The customer noted that the fans were not working properly which has been causing the processor to overheat. The biomedical engineer checked the fans and they appeared to be clean. Customer will be sending device in for evaluation. A loaner was sent to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurses station (cns) froze.